Manufacturer narrative:
Type 1 diabetic reported that she had recently been hospitalized due to diabetic ketoacidosis. The patient states that she has poor memory of the events leading up to the hospitalization as well as the 4 days she was in the hospital. However, she provided the following narrative regarding the event: last month (the patient cannot recall the date) she began throwing up and not feeling well. Sometime (time frame unknown) after the onset of these symptoms her daughter found her unconscious on the floor. The daughter called ems and the patient was transferred to the hospital. The patient believes her bg measured 1100 upon arrival at the hospital. The patient was treated for 4-5 days with an IV insulin drip. The patient was discharged to home and resumed vgo therapy. The patients bg since discharge has been from 100-250mg/dl. She states she is feeling well. The patient was wearing a vgo device at the time of the event. She does not recall any issues with the vgo device such as leaking or dislodgement of the vgo worn at that time. She cannot confirm that the vgo appeared to be administering insulin but does not recall having any issues with application or bolus delivery. She does not have the vgo device worn at the time of her hospitalization. The patient denies any change of diet, exercise, or medication prior to the event. The patient has been hospitalized at least once before for dka. There was no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Type 1 diabetic reported that she had recently been hospitalized due to diabetic ketoacidosis. The patient states that she has poor memory of the events leading up to the hospitalization as well as the 4 days she was in the hospital. However, she provided the following narrative regarding the event: last month (the patient cannot recall the date) she began throwing up and not feeling well. Sometime (time frame unknown) after the onset of these symptoms her daughter found her unconscious on the floor. The daughter called ems and the patient was transferred to the hospital. The patient believes her bg measured 1100 upon arrival at the hospital. The patient was treated for 4-5 days with an IV insulin drip. The patient was discharged to home and resumed vgo therapy. The patients bg since discharge has been from 100-250mg/dl. She states she is feeling well. The patient was wearing a vgo device at the time of the event. She does not recall any issues with the vgo device such as leaking or dislodgement of the vgo worn at that time. She cannot confirm that the vgo appeared to be administering insulin but does not recall having any issues with application or bolus delivery. She does not have the vgo device worn at the time of her hospitalization. The patient denies any change of diet, exercise, or medication prior to the event. The patient has been hospitalized at least once before for dka. There was no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Date corrected. UDI # provided. Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked. MFR date provided.